Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lots: 86151li00 and 89366li00, and no trends were identified. The returned sample was tested with lot 89366li00, as the complaint lot: 86151li00 was not available, and (B)(6) results of (B)(6) were obtained. Sensitivity testing was performed on the returned sample with a retained kit of lot: 89366li00 with mikrogen recomline treponema igm/igg. The mikrogen recomline treponema igg showed a borderline, and mikrogen recomline treponema igm showed a (B)(6) result for the sample. Retained reagent kits of lot number 86151li00 and 89366li00 were previously tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not show that the performance of the lots are negatively impacted. No (B)(6) results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect syphilis, lots: 86151li00 and 89366li00.

Event description:
The customer reported (B)(6) architect syphilis results on one patient. The results provided were: architect = (B)(6)/roche, elisa, and tppa results are (B)(6). There was no reported impact to patient management.